Event description:
At about 1 month post primary the patient was revised for hip infection. Liner and head revised successfully. The surgeon noticed some abrasion line in the liner and a yellow colouring of the polyethylene.

Manufacturer narrative:
Batch review performed on 21 september 2022: lot 2114131: 110 items manufactured and released on 10-dec-2021. Expiration date: 2026-11-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event in the period of review. Additional device involved: batch review performed on 21 september 2022: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 (k112115) lot 2111080: 200 items manufactured and released on 06-dec-2021. Expiration date: 2026-11-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event in the period of review. Visual inspection performed by medacta r&d hip project manager on (B)(6) 2022: from the received part, it was possible to note a slight abrasion on the bottom of the inner surface od the poly liner. Morevover, a lipidic absorbment was noticed from the yellowed color of the liner. From the received information, the root cause is unknown, but it is subspected a third body presence. However, a cq analysis was required. Update of (B)(6) 2022. From the received controls, values were found in specifications, so the subspected abrasion was not present or, even if present for a third body presence, the liner was still in specifications. From the received information it is not possible to determine with certainty the root cause of the event, but we can exclude a failure of the device.